Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an itchy rash. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s nurse provided care for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.